Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and gel bleed.

Event description:
Healthcare professional reported right side "nodule evaluation", "breast prostheses intact with suggestive signs of contracture baker grade unknown", "presence of prostheses with radial folds", "right sided rotation" and "suggestive signs of right-side gel bleed". The device remains implanted.